Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and possible metal-to-metal contact with a capped rv lead was suspected, but rv lead damage was unable to be confirmed. A lead revision is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the right ventricular (rv) lead was explanted to resolve the event. Furthermore, the device was electively upgraded to a crt-d system. The patient was stable and will continue to be monitored.